Event description:
In 2009, the pt reported she has to press the up and down buttons on her insulin infusion device precisely in the middle of the button to get it to respond. She said she began to notice this about 3-4 months ago. She stated her device has not been dropped or exposed to water. The buttons beep and pop back up when pressed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.